Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had infection at implantable neurostimulator (ins) site a couple weeks post implant in 2016 and was treated by healthcare provider. There were no further complications that have been reported as a result of this event.